Event description:
Customer's mother reported hospitalization due to high blood glucose. The blood glucose reading is 427 mg/dl. Diagnosed diabetes ketoacidosis. Customer was really sick. Caller requested a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.